Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: the tip of the screwdriver is broken off as complained, the fragment was returned together with the screwdriver. The remaining part of the stardrive is strongly twisted in clockwise direction. Dimensional inspection: the relevant dimensions cannot be verified anymore due the breakage and the deformation of the tip. Drawing/specification review: drawing was reviewed to verify the material and hardness specification of the screwdriver, the review of the manufacturing documents has shown that the device was manufactured according to this specification. The variable angle locking hand system surgical technique was reviewed. Regarding the insertion of locking screw following statement can be pointed out: when inserting screws, use a two-finger tightening technique. For variable angle locking and locking screws, screw insertion is complete when the screw is flush to the plate. Investigation conclusion: the complaint is confirmed as the tip of the screwdriver is broken off as complained. During the performed evaluation no manufacturing related issue could be detected. The visual inspection has shown that the stardrive was strongly twisted in clockwise direction before it broke. This let us assume that too much force was applied during the insertion of a screw, finally a mechanical overload did first lead to the deformation and then to the breakage of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: h184409 (non-sterile). Manufacturing location: supplier- universal punch / monument. Release to warehouse date: 26-apr-2018. Lot quantity: (B)(4). Three pieces were scrapped in cell at op #20, incoming inspection I, for a star drive dimensional failure. (B)(4) was initiated. The parts were 100% sorted for this defect and three pieces were determined to be nonconforming. The remainder of the lot was dispositioned as ¿release from hold¿. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Work order traveler met all inspection acceptance criteria apart from the seven pieces noted. Inspection sheets, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria apart from the three pieces noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 22-dec-2016 was reviewed and determined to be conforming. Hardness specified at 56-60 hrc; results documented at 59.44 hrc. Inspection certificate supplied to universal punch from zapp (for raw material) dated 04-sep-2014 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (tin coat) dated 09-apr-2018 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) for op #80 (colorize) dated 23-apr-2018 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture, inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a metacarpal orif, the t4 stardrive screwdriver tip broke off when the surgeon was inserting a 1.5mm screw. The broken tip was recovered, and the surgeon used an additional screwdriver to insert remaining screws. The tip looked to be twisted. The procedure was successfully completed. No surgical delay. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the received picture was reviewed. The broken screwdriver and the fragment is visible, the part- and lot number is not visible. The fragment is strongly twisted in clockwise direction. This is an indication that a mechanical overload during screw tightening did first lead to the deformation of the tip and finally to the breakage. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.